Event description:
It was reported that a patient presented with oversensing noise on the right ventricular (rv) lead. On (B)(6) 2023, the physician elected to cap and replace the rv lead. The patient condition was stable before, during, and after the procedure.